Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) haptic found to be broken. It was also stated that the tip was found to be broken as tech prepared the device. Additional information has been requested however no further information received.

Manufacturer narrative:
Corrected information provided in h.6. And h.11. On initial MDR the FDA method code of a0414 was incorrect. It should have been a0406. Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage to the nozzle tip was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly is present on the device. Viscoelastic is observed in the device. The device was received inactivated, the plunger is not advanced. The lens is present in the lens bay. No damage observed. The nozzle tip is damaged/deformed. We are unable to determine the root cause for the reported complaint, "haptic broken, tip damage". No damage to the haptic observed, damage to the nozzle tip was observed. The company preload device was returned activated with the lens advanced into the mid nozzle. The instructions for use (IFU) instructs to inspect the company nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company iol and company delivery system. All company devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).